Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis, manifested by fever and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.